Event description:
Journal abstract received, the effect of using an ischium support brace after treatment with dynamic hip screw in unstable intertrochanteric fracture of the femur, durak k., kucukalp a., durak v.a., burgucu f., injury. 2013 feb; conference: 2013 annual meeting of osteosynthese international cesme, izmir turkey. Conference start: 20130214 conference end: 20130217. Conference publication: (var.pagings). 44 :s31-s32.rreported that 42 patients were operated on between december 2008 and february 2012 for unstable intertrochanteric fracture of the femur with minimally invasive approach for the determination of the dynamic hip screw. After surgery, all of the patients used an ischium support brace and ambulated with the help of a walker with full weight bearing. It was reported that three of the patients developed an unspecified implant failure in the postoperative period. Two of the patients underwent revision with total hip arthroplasty and the other patient underwent revision dhs. No further information is available. A copy of the literature article is being submitted with this medwatch. It is unknown if the product was a synthes device. This report is for an unknown amount of dynamic hip screws. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.